Event description:
It was reported that a novum iq large volume pump failed to infuse medication during patient therapy. Sodium chloride 3% was set to infuse 250ml, only 15ml infused. The department where the event occurred was the neurological intensive care unit (nsicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.